Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the anchor failed upon insertion into bone. The anchor was successfully removed and a pushlock from a different box was used. No parts of the broken anchor remained in the patient. There was no harm or adverse event for patient, operator or third party reported. The stabilization surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.